Manufacturer narrative:
Evaluation summary: the device records for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the company's acceptance criteria. The doctor indicated that the reported issue was not due to the laser system. However, no additional information was provided. The root cause could not be identified conclusively. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that a patient experienced a posterior capsule tear, following laser assisted cataract surgery. The original intended intraocular lens (iol) was not implanted, a three piece iol was implanted to complete the case. Additional information was requested.